Manufacturer narrative:
B1 and b2: selections were made.

Manufacturer narrative:
Correction on date of event.

Manufacturer narrative:
This report is retracted as it was determined this is a duplicate complaint. Lot/serial number (lsn) (B)(6) was included in previously submitted report (#2017233-2024-05131).

Event description:
A study alert from the pivotal aaa 17-01 (tambe) clinical study was received: on (B)(6) 2022, a study patient underwent a aaa procedure and a tambe aortic device was implanted. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were used as branched devices in the visceral arteries. As reported, the study patient was admitted on (B)(6) 2024, for supra celiac aaa without rupture. The primary discharge diagnosis was thoracoabdominal multibranched endograft with endoleak. On (B)(6) 2024, type 1c endoleaks were observed in the superior mesenteric artery. The vbx device had lost seal between the branch and target vessel wall. Intervention was performed with balloon angioplasty and deployment of additional vbx devices. It was reported there was a remaining inferior mesenteric artery endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: device remains implanted and no images were provided to enable further investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.